Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 16. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding and inflammation. No further patient complications were reported.